Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer advising of elevated readings for the past 3 weeks. Has been experiencing readings in 250-300 mg/dl range. Elevated readings attributed to incorrect bolus delivery. No adverse event reported. A request was made for the return of the device, replacement sent.